Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to damage to the electrical circuit due to repeated use stress or electrical stress such as overcurrent or static electricity. The event can be detected/prevented by following the instructions for use which state: "instruction manual operation chapter 3 preparation and inspection 3.7 inspection of functions in combination with accessories and related equipment ¦ inspection of endoscopic images check whether 3d images are displayed correctly during normal light observation and nbi observation. 20 check that there are no abnormalities such as noise, blur, or cloudiness in the 3d image during normal light observation and nbi observation." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was not able to be confirmed. A scope communication error code e226 was observed during the evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope exhibited grid noise on the screen when blinking during a procedure. The noise was such that the subject could be seen, and the scope did not need be replaced. Moving the scope tip away from the output point of the electric scalpel reduced the noise. The procedure was completed with the same device. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, a scope communication error code e226 was observed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.